Event description:
It was reported that the console was not recognizing any fibers. There were no errors displayed. The procedure was not completed due to this event. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.